Manufacturer narrative:
H6: health effect - impact code 2645 was removed and code 2199 was added. H6: correction: investigation findings: removed 213 (no device problem found) and added 170 (manufacturing process problem identified). H6: correction: investigation conclusions: removed 67 (no problem detected) and added 23 (manufacturing deficiency). H11: correction: additional manufacturer narrative: the investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of priority pack 20/30 w/115 rhv product. The product associated with this complaint is from the impacted population.this action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices mentioned in b5 are filed under a separate medwatch number.

Event description:
It was reported that when attempting to flush the 20/30 priority pack indeflator, the device pulls in air after the first inflation when connected directly to an unspecified device. The issue occurred with 2 other 20/30 priority pack indeflator devices. There were no adverse patient effects. A fourth indeflator was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.